Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that noise was observed on the ventricular channel. Patient was asymptomatic and did not receive therapy during the oversensing. When patient presented to the clinic the noise occurred without stimulating the patient. Isometrics and pocket manipulation do not increase the amount of noise that is seen. Programming changes were made and the noise was significantly reduced. No further information was provided.